Event description:
It was reported surgical intervention may occur to explant the patient's scs system for an unknown reason.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received. It was reported surgical intervention may occur to explant the patient's scs system for an unknown reason. Efforts to obtain addition event information have been unsuccessful and no implants were returned for evaluation. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicated the ipg was explanted and replaced for an unknown reason.